Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. A visual inspection was performed and no defects were identified during initial inspection of the samples. Functional testing was performed with water and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.